Event description:
It was reported that during an esophagus resection procedure, the device did not staple. After firing, staples fell unformed in the situs, could be removed, no further information is available. Procedure was completed using same like device.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If further details are received and/or device is received and analyzed, a supplemental medwatch report will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that the tlh90 device arrived in good visual condition and with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed, even though the staples did not form a proper b the staples were found conforming to our quality system. It is possible that torque was applied to the device before the retainer was pushed into the anvil, causing misalignment between the cartridge and the anvil. The device fired without any difficulties noted. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.